Event description:
Consumer called to report getting crazy readings. Analysis run on clark error grid using mean avg reading (161) as ref. Point vs. Bd readings of 285, 110, 89 yielded data points in the c zone of the grid, outside of acceptable limits.